Event description:
Patient self-tester reports inconsistent results with the protime microcoagulation system. Protime generated 4.9 inr and repeat test an hour later generated 2.3 inr. Patient's therapeutic range: 3.0-3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot # a2k3h015. Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.